Event description:
Allegedly patient was revised due to a broken component.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. Photographic images were made. (B)(4) - evidence that product in specification when used, undetermined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. (B)(4). This report will be updated when the investigation is complete.